Event description:
An altitude alarm on the pump was reported, causing an interruption in insulin delivery, though it did not cause the customer's blood glucose level to exceed 500 mg/dl. Technical support instructed the customer to clean the speaker holes and attempt procedures to resume insulin, which were unsuccessful. As a result, the customer was advised to switch to a backup insulin delivery method using multiple daily injections (mdi). Technical support sent a replacement pump with updated software and informed the customer about the process for returning the faulty pump. The customer received instructions on managing the replacement and acknowledged understanding of the steps needed.